Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. [Invest. Conclusions code]: the event of inflammation/irritation implantation site is a known potential adverse event addressed in the product labeling. The event of ent infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported since juvéderm® volux¿ was injected each time the patient suffers from an ent infection (not device related), the injection sites ignite for three days, then spontaneously deflate. Patient has been injected once.